Manufacturer narrative:
Pump was received with intermittent buttons response due to moisture damage on keypad traces. Keypad overlay had weak adhesive bond at all locations. No keypad/button react on its own noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 239 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.